Manufacturer narrative:
After multiple attempts to retrieve the product, the product still hasn't been returned for evaluation. The device was not received and the complaint will be closed. In the event that the device is returned the complaint will be reopened for investigation. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. Possible root causes are off axis insertion, levering during insertion, hard bone quality or using incorrect instrumentation for preparing bone hole. However, we cannot discern an exact root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
The affiliate reported via email that the reported anchor was not able to be inserted when the surgeon inserted the anchor in question while turning clockwise as usual during rotator cuff repair surgery on (B)(6) 2017. It was brand new and the first use when the issue occurred. There was no surgical delay and no harm to the patient. The backup device was used to complete the case. Additional information received on 07-25-2017: the issue occurred during surgery. There was a 10 minute delay. No patient consequences.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The lot expiration date is currently unavailable.

Event description:
The affiliate reported via email that the reported anchor was not able to be inserted when the surgeon inserted the anchor in question while turning clockwise as usual during rotator cuff repair surgery on (B)(6) 2017. It was brand new and the first use when the issue occurred. There was no surgical delay and no harm to the patient. The backup device was used to complete the case. Additional information received on 7-25-2017: the issue occurred during surgery. There was a 10 minute delay. No patient consequences.